Event description:
Taperfit / trinity dual mobility of the stem, ceramic head and ecima insert after approximately 2 years and 6 months due to the patient falling and fracturing the femur.

Manufacturer narrative:
Per -(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient medical history, what the patient was doing at the time of the fall and where did they fall and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Taperfit / trinity dual mobility of the stem, ceramic head and ecima insert after approximately 2 years and 6 months due to the patient falling and fracturing the femur.

Manufacturer narrative:
Per (B)(4) final report. Additional information, including post primary and pre revision x-rays, operative notes, patient medical history, what the patient was doing at the time of the fall and where did they fall and an update on the patient post revision was requested in order to progress with the investigation of this event, however, not all information could be provided. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. This event is the result of the patient falling post primary surgery and fracturing the femur and not due to the design or performance of the device and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.